Event description:
It was reported that when using the bd pyxis¿ es server, the new patients and new orders were not crossing to the pyxis. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes, section d concomitant med prod data correction: section h: device manufacture date, section d: medical device catalog, unique identifier (UDI), medical device serial, medical device model section b: describe event or problem upon investigation of the actual device used in this incident, it was determined that the new patients and new orders were not crossing to the pyxis. A technical support specialist accessed the server remotely to investigate the issue. The tss observed that the timestamp for the carefusion coordination engine (cce) xml transmission was outdated. Upon checking, all services were found to be running. To address the issue, the tss attempted to restart the external messaging service and proceeded to restart several related services. After these actions, the tss re-ran the query and confirmed that the cce timestamp had updated, indicating that the system was functioning correctly. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the new patients and new orders were not crossing to the pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.